Event description:
Monitor/defibrillator did not deliver shock to pt when shock button activated. The defibrillator again failed after two subsequent attempts, and after changing mode to AED mode, and changing batteries.